Event description:
A lot of pain, swelling, color change, high blood pressure, hair loss, fluid retention, no energy, breathless, unable to do my walks like I used to, pain arm shoulder and back. Biozorb marker still in place.